Event description:
Information from the customer alleges that the device experienced a power cord failure. It is unk if the patient was using the device at the time of discovered failure, however, there was no reported patient harm. An investigation was performed and it was determined that the power cord exhibited a cut or tear in the plastic wrap and insulation exposing wires of the cord. This tear was evident midway in the length of the cord, which appears to have been subject to customer abuse resulting in exposure of the wires. The design of the power cord meets the specifications and the applicable standards for power cords.